Event description:
Breast implant illness. Medical conditions: rashes, depression, anxiety, weight gain, brain fog, sinus issues, joint pain, body pain, breast pain, allergies, lichen planus, mouth sores, swollen salivary glands, sick.